Manufacturer narrative:
The sample was heparinised plasma and centrifuged at 3500 rpm for 5 min. The sample appeared to be normal/clear in appearance. No additional information is available. Root cause is unknown; the event is still under investigation. A request has been submitted to (B)(4) to investigate the event along with the analyzer folder for the affected instruments.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high glucose result (19.91 mmol/l) generated by the au2701-02 chemistry analyzer. The erroneous result was not reported out of the laboratory. 3 manually rerun was performed on the initial sample on the same instrument and lower result (6.01 mmol/l) was obtained. Patient treatment was not impacted by this event.